Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure. According to the complainant, once the snare had been used to capture a very large polyp, there were no signs of successful cautery. Although the snare could be extended and retracted, it could not be extricated from the tissue; therefore, the procedure was aborted and the patient underwent surgery for removal of the device. The snare had been tested prior to the procedure and functioned properly. No visible damage was noted at this time and it was confirmed that the cautery pin was securely attached to the handle. The patient's condition following the surgical procedure was reported to be "okay."

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.